Event description:
Customer alleges imprecision with inratio. Results as follows: first test inr = 1.9; second test inr = 2.0; third test inr = 1.0.

Manufacturer narrative:
Inratio precision data provided by end-user lot: 070384. First test inr = 1.9; second test inr = 2.0; third test inr = 1.0; mean = 1.63; sd = 0.55; %cv = 33.7. The %cv is greater than 20%. Per internal procedure, tr 0150, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time.